Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a scalp clip (B)(6) was contaminated with hair in the unopened packaging during inspection. Therefore, the product was removed from procedural area.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the scalp clip (ID 201037) was not returned for evaluation, but a photo was provided: device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: a visual inspection confirmed the presence of a hair in one of the product bags. Therefore, the complaint condition could be confirmed. Root cause analysis: the root cause is undetermined. The possible root cause is operator error or workstation not clean.

Event description:
N/a.